Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
(B)(4): it was reported that the pump failed calibration. Patient involvement is unknown.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal, battery door, pogo pin tubing, and battery separators were all missing. The battery compartment was cracked. Multiple high alarm displayed: cassette not attached properly were found in event log. The customer's problem was duplicated. During the calibration test, a no disposable message occurred. When the downstream occlusion sensor was tested in the manufacturing utility mode, the value did not jump. A value of 2500 mv was displayed for the downstream sensor as well as 0 mv. The values alternated from 0 to 2500 mv, which indicated that it was inoperable. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace the downstream occlusion sensor. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.